Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly did not deflate. It was further reported that balloon had to be punctured and a second access site was made to remove it. Reportedly, there was difficulty in retracting the device. Further, the tip of the balloon allegedly twisted upon inflation. The current status of the patient is stable.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows, blood residues present throughout the atlas balloon and unraveling was noted to balloon. No other specific anomalies were noted. Therefore, the investigation remains inconclusive for the reported material twist during inflation, deflation problem and removal difficulty as no objective evidence was provided for review. However, the investigation is confirmed for the identified unraveled material as unraveling fiber was noted to the balloon. A definitive root cause for the reported material twist during inflation, deflation problem, removal difficulty and identified unraveled material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: b1, b5, d2b (dqy; lit), d4 (unique identifier (UDI) #), h1, h6 (patient, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly not deflated. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2027). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.